Event description:
It was reported that there was a fluid loss in an unknown inflatable penile prosthesis (ipp) location. A surgical procedure was performed to remove and replace all components. There were no patient complications.